Event description:
Boston scientific received information that at a routine follow-up the gas gauge of this pacemaker exhibited 1.5 years remaining at the beginning of the follow-up. However, the remaining longevity changed to 4 years. Outputs were reviewed which showed them to be 1.8v, however the daily measurements were retry the previous day. A hex dump was sent for analysis which revealed the discrepancy in estimated longevity was caused by the device being in retry and current bin 1 and the programmer after follow up tests recalculated the longevity remaining based on the device not being in retry and in current bin 0. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.